Event description:
Insufficient weight removal. Target weight removal 5 l, actual weight removal 1 l. There was no pt injury or medical intervention. Gambro technical services rep replaced the ultrafiltration pump thermal fuse.